Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that they were able to get medications from another station and there was a delay in patient workflow there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to issue with wire connections. A field service engineer reconnected the connections and verified that the voltage row boards and cubies were functioning properly. The system functioned as intended after field service engineer repaired the device.